Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that r waves could not be sensed through the analyzer. The pacing system analyzer was changed multiple times with no success. No patient complications have been reported as a result of this event.

Event description:
There was no patient involvement.